Event description:
Adverse event(s): "1 line decrease in bcva" (vision, impaired). Product problem(s): "none reported" (no info). Adverse event(s): "one line loss of bcva" (vision, impaired). Product problem(s): "none reported" (no info). An ophthalmic technician reports a pt with one line decrease in bcva following refractive surgery. Pre-op bcva was 20/15, two months post-op bcva was 20/20.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).